Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event involved an unspecified filtered secondary pump set that was reported to be leaking kimmtrack during or at the end of a patient infusion. There was no acute harm noted and no delay in therapy.

Manufacturer narrative:
The following items were received for complaint investigation: -one used list #unknown, primary plum set w/ filter; lot #unknown. -one used list #unknown, chemolock connector; lot #unknown. -one used list #unknown, chemolock port; lot #unknown. One used list #unknown, 0.9% sodium chloride 100ml bag; lot #6035876. No defects or anomalies were noted on the returned primary plum set w/ filter. The set was tested per product specification. There was no leakage. The reported complaint of leakage was unable to be replicated or confirmed. A review of the device history record could not be conducted because no lot number was identified.